Manufacturer narrative:
Fdc code corrected to d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a trial patient who was using an external neurostimulator (ens) for intractable overactive bladder. It was reported that test stimulation was performed during puncture, but no response was obtained at any site. Even when the output was increased up to a maximum of 12.5 ma, no response was obtained. Puncture was attempted on both sides and at s4, but no response was observed. A malfunction of the ens was suspected, so a second unit was opened and replaced, but still no response was obtained. This time, a malfunction of the j-hook cable was suspected, and using a voltmeter brought by the me, it appeared that no current was flowing when the forceps were applied to the j-hook. A second lead was also opened and the j-hook cable was replaced, but no response was obtained. Puncture was then attempted at s2, and at what appeared to be the s2 site, a response in the leg was finally observed, so the lead was placed at s3, just below that site. The ens and lead kit (j-hook cable) were replaced. Regarding the causal relationship, the physician noted that improvement was observed after product replacement, but it was unknown whether the issue was due to the product or anatomical factors. The defect had been resolved at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va34eme product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 17-jan-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received on 2025-oct-17 from the manufacturer representative (rep). The rep reported that the cause of getting no response at s4 was not identified during surgery. The product was replaced with a newly opened on, but the lack of motor response remained unchanged. Since there was no change after replacing the product, it was presumed that the lack of motor response was not due to a product issue, but rather a case where the patient's characteristics prevented a motor response.

Manufacturer narrative:
This supplemental regulatory report was submitted to add imf/annex f code f15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the lead 978b128 istm ii 28cm ssmri tined (lot #: va34eme) found the returned device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.